Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer advised frame cracked at the rear cross tube, spoke with tech, no injury, dealer could not provide any further information...(B)(4).